Event description:
It was reported that, "subject required a total knee replacement due to severe osteoarthritis and this primary replacement was revised on (B)(6) 2010 due to painful hardware and a concern that his weight have ruptured his posterior cruciate ligament."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.